Event description:
When trying to push gadolinium through the hep lock during an MRI, it would not go through. It was discovered that the gadolinium was being blocked by the hub from the IV. The inside of the hep lock cap was in the top of the contrast syringe. If this had been injected - severe injury or death could have resulted. The hospital is not sure of the specific medical device involved. The hospital has been told it was an abbott device called the clave connector.